Event description:
It was reported a patient alert toned for the device having a power on reset. It was noted that the patient had no radiation or jet travel, but did have electroconvulsive therapy for depression approximately two months prior. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.